Manufacturer narrative:
Additional information provided. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury, the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A physician reported an overcorrection following lasik treatment. Two months following the initial treatment an additional treatment was performed. Additional information requested.